Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. The patient reported the subject meter read inaccurately, however the results were not specified. The patient claimed she manages her diabetes with insulin. Due to the alleged issue, the patient claimed she increased her dose of novolog insulin (dose unknown). An hour after the alleged issue began, the patient reported symptoms of dizziness, nauseas, and was experiencing stomach problems. At an unknown date/time, the patient indicated she was admitted to the emergency room (ER) for assistance. According to the patient, she was administered novolog insulin (dose unknown) and was tested by the ER/hospital meter; however she was not able to recall the result or the date/time taken. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however the patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.